Event description:
During an arthroscopic bankart repair and clinical evaluation of the 2.9mm bioraptor two anchors broke. The surgeon implanted four anchors during the procedure. The first two anchors were implanted successfully, one with the use of the cannula and one without. The third anchor was inserted without a guide when it broke and was removed. A fourth anchor was tried with the cannula and this one bent the anchor and was removed and replaced with a 2.8 twinfix anchor. No patient injury or complications. Resulted.